Event description:
(B)(4). Same case as MDR ID# 2134265-2013-06374. It was reported that post a stenting treatment procedure, abdominal aorta and iliac vessels were occluded. In (B)(6) 2010 - the patient had two vessels treated. The first was 95% stenosed, target lesion was 4 mm long with a reference vessel diameter of 6 mm, located in the proximal left common iliac artery (cia), classified as a tasc a lesion. The physician pre dilated the lesion with an unknown balloon catheter and placed a 8 x 41 x 120 epic ide stent in the lesion. Following post-deployment dilation residual stenosis was 0%. The second was 90% stenosed, target lesion was 3 mm long with a reference vessel diameter of 8 mm, located in the proximal right common iliac artery (cia), classified as a tasc a lesion. The physician pre dilated the lesion with an unknown balloon catheter and placed a 8 x 41 x 120 epic ide stent in the lesion. Following post dilatation, residual stenosis was 0%. The patient was discharged the same day on aspirin therapy. In (B)(6) 2013 - the patient was diagnosed with occluded abdominal aorta and iliac vessels. The arteriogram demonstrated calcified iliac arteries and possible aorta stenosis. The patient underwent aorto to bifemoral artery bypass graft for the event.

Event description:
It was further reported: (B)(6) 2013, the patient presented to the hospital with complaints of rest pain and claudication in both lower limbs with reduction in walking distance and ulcer on the dorsal aspect of 2nd right toe. Duplex ultrasonography, pressure and wave tests done on the same day revealed elevated velocity in the right common iliac artery (rcia) with marked change in distal wave forms. Bilateral abi was noted to be in the severe range demonstrating progression of disease in comparison to the previous exam with known chronic occlusion of the left common iliac artery (lcia) stent. Toe pressures were noted to be reduced predictive of poor wound healing. Eleven days later the patient was again seen in the emergency room with same complaints. Abi of the right leg was noted to be 0.4 at this point; however, no action was taken and a decision to follow up later was made. (B)(6) 2013, the patient underwent abdominal aortogram and right leg angiogram which revealed the abdominal aorta was completely occluded above the iliac stents with severe calcification. Fourteen days later the patient was hospitalized and underwent aorto-bifemoral artery bypass using a dacron graft from the abdominal aorta to bilateral common femoral arteries. The patient regained pedal pulses after the procedure. The patient was discharged four days later.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported core lab angiography reports dated (B)(6) 2013 for the 8x41x120 epic study stent placed in the proximal right common iliac artery, revealed 52.59% stenosis with in-stent restenosis pattern 2 and timi 2 flow. Core lab comments note "diffuse isr within study stent." The 8x41x120 epic study stent placed in the proximal left common iliac artery, revealed 100 % instent stenosis with isr stenosis pattern 4 and timi 0 flow. Core lab comments note "total occlusion at follow-up."